Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 600 mg/dl. Customer¿s blood glucose level was 300 mg/dl at the time of incident and at the morning blood glucose level was 525 mg/dl and at bed time blood glucose level was 500 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer treated with manual injection. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will be returned for analysis.